Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation could not be confirmed. Additionally, the device evaluation found the angulation mechanism was deteriorated due to rust, an e216 error was displayed that indicated an electrical continuity failure, the lg lens was broken, the connecting tube was crumpled, the charged coupled device lens had a crease near it, the adhesive on the protective coating on the bending portion of the device had a gap, switches 1 and 3 were damaged, the angulation wires were worn, the scope cover was deformed, there were liquid leaks due to damage of the up/down knob and right/left knob, the video connector was corroded, the light guide connector was damaged and corroded, and the distal end was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope was not showing an image and a displaying e315 communication problem. The issue was found during preparation for use in an unidentified, diagnostic procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to leakage while the user was handling the device, and water invaded. Due to the invasion, abnormality of electronic parts occurred and corrosion at the control section. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): ·inspection of the endoscopic image. User may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.